Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. E1 - reporter state was inadvertently left off. On the initial report an inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient underwent a surgical procedure and the device was not placed into surgery mode. A manufacturer representative confirmed the issue and attempted troubleshooting that resolved the issue. Therapy was re-established.